Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6), 2022. During the procedure, when the physician attempted to deploy the stent, the inner sheath was detached/separated. Another naviflex delivery system was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, the inner sheath was detached/separated. Another naviflex delivery system was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of guide catheter break. Block h10: the returned naviflex rx delivery system was analyzed, and a visual evaluation noted that push catheter was kinked/bent. A functional inspection of the device was performed, the device was actuated; however, the guide catheter did not come out of the push catheter. The push catheter was then cut in order to inspect the internal components. It was noted that the guide catheter was detached from the delivery system and not returned, and the pull wire was kinked. Based on the device analysis, the reported event of guide catheter detached/separated was confirmed. Taking all available information into consideration, the investigation concluded that most likely the reported event and observed failures were due to procedural or anatomical factors encountered during procedure. These factors could have affected the device performance and integrity. Patient anatomy and customer maneuvering during the use of the device can lead to a kink in the push catheter and pull wire. Once the push catheter is kinked, this condition can cause resistance when retracting the pull wire and guide catheter detachment due to friction between the components at the kinked areas. Therefore, the most probable root cause is adverse event related to the procedure.